Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that there was a display anomaly, the screen had a crack. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No cracks were noted at the display window. The pump passed the self test and displacement tests. No display anomalies were noted. The pump had a cracked case at the reservoir tube lip and battery tube threads, as well as minor scratches on the lcd window.